Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. 1 - por for critical ram parity error, addr=299f, data=24, on (B)(6) 2011 02:47:43. 1 - patient alert for por on (B)(6) 2011 01:47:43.

Event description:
It was reported that the patient alert was triggerd due to a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient alert was triggered due to the elective replacement indicator. The patient is currently in hospice care with very poor health and it is unknown if the device will be removed.